Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced discomfort above the implantable pulse generator (ipg) site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's wife reported that the implantable pulse generator (ipg) has "a potential failure". The ipg remains in use. No patient complications have been reported as a result of this event.